Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a sensation on the back where the leads were placed. Upon physical examination, it was noted that there was tenderness on the midline incisions and the stimulator wires were overlying the spinous process. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the leads migrated and bunched up that caused pain. The patient underwent a revision procedure wherein a lead was replaced for better coverage. No device malfunction suspected. It was physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a sensation on the back where the leads were placed. Upon physical examination, it was noted that there was tenderness on the midline incisions and the stimulator wires were overlying the spinous process. The patient will undergo a lead revision procedure.